Event description:
It was reported that the patient presented in clinic for follow up. Review of an x-ray revealed that the right atrial (ra) lead was dislodged causing a variation in capture. The physician elected to explant and replace ra lead. There were no patient consequences.

Manufacturer narrative:
The reported events were lead dislodgement and ¿variation in ra threshold¿. As received, a complete lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.